Event description:
A caregiver was transferring a pt from a wheel chair to a bed and during the transfer; the resident allegedly bumped their leg on a lowered siderail. As the caregiver placed the pt's legs into the bed, they noticed the resident had cut their right calf. The cut required 14 sutures.